Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeon was firing a 60 black reload across a thick portion of lung parenchyma that was filled with blood during a sigmoidectomy. After firing, it and removed from tissue and it appeared that a portion of the staple line did not form at all. When the scrub tech was handed the instrument the reload would not open fully. After several attempts it did, but then they discovered that the used reload would close and fire (with the knife blade advancing every time) repeatedly. The misfire caused a malformed/unformed staple line. The surgeon used another black reload to resect the affected portion of tissue along with the poor staple line. There was unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle and one reload both opened by the account. The reload interlock failed and the jaws would not open. The instrument was received engaged with the first reload. The retract knobs were fully retracted. Visual examination of the reload noted that it was fully fired with the jaws clamped and the knife bar advanced to the extreme distal end. Engineering evaluation of the cartridge found that the staple pushers were flush to sub flush throughout the cartridge surface. This indicated that the device may have been applied to tissue thickness beyond the indicated range of use. Further engineering evaluation also noted damage to the knife bar laminate within the reload. This variation does not interfere with normal function when applied according to the instructions for use. Use on over indicated tissue thickness resulted in damage to the knife bar assembly and subsequent difficulty opening jaws after firing. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.